Event description:
A laparoscopic repair of an incisional hernia was performed on the subject by installing a 20 x 30 proceed mesh. The mesh failed nearly one year later and on (B)(6), 2010, the following emergency procedures were performed on the subject: exploratory laparotomy. Extensive adhesiolysis, requiring greater than 3 hours of adhesiolysis. Removal of ventral incisional hernia repair mesh. Resection 3 feet of small bowel. Small-bowel enteroenterostomy and primary closure of ventral incisional hernia. The subject has a cirrhotic liver and the emergency procedures put the subject at significant risk of death. The incisional hernia remains unrepaired and presents significant potential future problems. Copies of the operative reports on both the 2009 and 2010 surgical events are attached with the identity of the hospital, physician and pt deleted.